Event description:
It was initially reported that a vns pt was "experiencing an extra heart beat with stimulation", which had been occurring for the past several months. The pt's medical professional was able to verify that an extra beat appeared with stimulation from vns. The stimulation events were also correlated to the pt's transient hoarseness from the vns therapy. Further info indicated that the pt had a prior heart condition, resting sinus tachycardia; however, there had been no cardiologist work-up prior to implantation with the vns. Settings at the time of the initial report were 1 ma/15 hz/130 microsec/7 sec/1.8 min with no current diagnostic data available. There had been no changes in medications or settings to cause the onset of the event. Furthermore, the device was not disabled to see if the symptoms went away. Further info from the pt revealed that she had a "recent cardiovascular event" where "she felt she had an extra heartbeat". It was recommended to the pt that she see a cardiologist by her treating physician. Good faith attempts to gain further info have been unsuccessful to date.